Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula of an infusion site had broken off in the person with diabetes body, leaving redness and irritation. The cannula could not be located or felt, but the redness and irritation had resolved. The event occurred while in use with patient. No patient harm or injury was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Lot history review was performed, and no nonconformities were identified that may have contributed to the reported complaint. Visual inspection identified one infusion site with the adhesive flange delaminated from the base and another infusion site with a missing cannula tip. The applicator was returned in a used, retracted state, and two tubing/buckle sets were also returned. No other damages or anomalies were observed. The customer¿s reported problem of damaged components was confirmed. The most probable cause could not be determined based on the available information.